Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an errhwbbt was displayed on the receiver. No additional event or patient information is available. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Global receiver functional test was performed and passed. Perform overnight charging and discharge test and passed. Open receiver case for internal visual inspection and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.